Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported she has had low blood glucose for the last two days. She also stated she received a sensor end and a lost sensor alarm. She stated she went low and her sensor did not alert her. Customer's blood glucose was 38 mg/dl. She treated with orange juice and glucose tabs. In troubleshooting, the drive support cap appeared normal. Customer follows the proper priming method. The programming is correct. The device was not exposed to a strong magnetic field. Customer was advised to speak to her doctor about her lows. She was advised to monitor the device and call when needed. Nothing further reported.